Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d10 h3, h4, h6: part 359.219, lot 1l58844: manufacturing site: haegendorf. Release to warehouse date: december 07, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. H3, h6: a product investigation was completed: upon visual inspection, few nicks were observed on the blue handle. No other damages were observed on the device except normal wear, which would not contribute to the complaint condition. The drawing reflecting current and manufactured revision was reviewed. The complaint condition was not confirmed for the received as no breakage was observed on the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on october 12, 2020 that the two (2) inserters for titanium elastic nails were broken and two (2) cutters for titanium elastic nails were not cutting. A back up set with a different t-handle, and cutter was opened. There was a surgical delay of three (3) minutes. The procedure was successfully completed. There is no patient consequences reported. This report is for one (1) inserter for ti elastic nails. This is report 1 of 2 for (B)(4).